Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, e1, h6.

Event description:
It has been identified that this record, mrn 9617229-2025-03268, is a duplicate of mrn 9617229-2025-02440. Please see mrn 9617229-2025-02440 for reportable events.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture baker grade iii. This record is for the right side. The device remains implanted.